Event description:
It was reported that while passing the reamer around the bend in the guidewire, the reamer tip broke off in the pt's right tibia. All fragments of the reamer were able to be removed without difficulty.

Manufacturer narrative:
Information was received from a user facility who is not required to complete form 3500a. This report will be amended when our investigation is complete.